Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The amber light would come on and the unit would shut down. Dealer stated the unit was not alarming.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the compressor had low output, sieve beds were saturated and 4-way valve was stuck, causing the amber light to come on and shut down, which confirmed the original complaint issue. The other complaint issue for unit not alarming was not confirmed.

Event description:
The amber light would come on and the unit would shut down. Dealer stated the unit was not alarming.